Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing and lead noise episodes. It was noted the algorithm was working appropriately, and the lead noise was suspicious for electromagnetic interference. No interventions were performed. The patient was asymptomatic and would be monitored.